Event description:
My son has been experiencing problems with the minimed diabetic sensors and we have waited on the phone in excess of five hours for assistance from the helpline. When you access the helpline there is information about purchasing products and other unnecessary information. During this time the consumer is frantic about what crisis may occur while they are continuing to hold. Minimed (medtronic) has launched this new system which they received millions of consumer dollars and now it is close to impossible to receive critical medical assistance in a reasonable amount of time needed. I read that about the time new sensors launched there was a significant reduction in staff. How does a company roll out a critical medical product and then reduce staff when more consumers would need assistance. The FDA should fine minimed/medtronic for their practice and have them to separate their helpline from sales, product information and payment. Pt: 4582. Device: 3190. Ref: mw5186738.